Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high na and cl results on four patients generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and lower results were obtained. Amended report was initiated. One patient was given IV fluids due to the high results.

Manufacturer narrative:
Qc run prior to the event was within lab established ranges. The instrument is calibrated every 12 hours and qc is run every 8 hours. A bci service performed a preventive maintenance and decontaminated the system.